Manufacturer narrative:
While analysis was unable to be performed as the device was not returned, per the opinion of the physician, the root cause of the event was a nerve irritation. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2026. Following the procedure, the patient experienced lower right lip paralysis and difficulty eating as their lip was getting in the way. They were seen for a follow up on (B)(6) 2026 and per the opinion of the surgeon, the root cause of the event was nerve irritation. The patient was referred to a neurologist and was scheduled for a follow up on (B)(6) 2026.